Event description:
It was reported that during testing conducted at the manufacturer facility, the device caused a bias current error to be displayed on the console. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no pt involvement and no delay to a surgical procedure.

Manufacturer narrative:
The motor was discovered to be damaged, which is a probable cause of the reported bias current error.